Event description:
It was reported that the pt developed small blisters (1cm x 2cm) above each elbow following 2 mr scans of the head. Apparently, the blisters were noted several hours following scanning by the mr staff and other site hcp's. The pt did not seek or receive medical treatment for the blisters.